Event description:
This pt's implant serial number has not been sent to cochlear corp. Several requests for this info have been made. On 8/9/96 it was reported that the pt had a skin flap infection and had intravenous antibiotic teratment and a flap revision surgery. None of this info was reported to cochlear corp at the time. The pt was again treateed with antibiotics. On 8/28/96 the implant surgeon reported that the pt's skin flap was healing but there was a small hole at the suture line. The surgeon stated that he anticipated complete healing. On 10/3/96 the implant audiologist reported that the skin flap had not healed and explant surgery was planned. Cochlear corp has also requested info on the surgery date, the outcome of surgery, and that the original implant serial number be sent in. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.